Manufacturer narrative:
Device serial number requested but not provided. Manufacturer's investigation conclusion: the reported event of loss of electrical power to the mobile power unit (mpu) was unable to be confirmed. A review of the log files contained data spanning approximately 12 days (27may2023 ¿ 07jun2023 per timestamp). All of the captured data appeared to show the mpu operating as intended. No notable alarms were active. The heartmate mobile power unit (s/n: unknown) was not returned for analysis and remains in use. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power and low voltage alarms. Heartmate 3 instructions for use, rev. C, section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D, section 6 - ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records could not be reviewed due to the serial number of the mpu being unknown. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a few incidences of loss of electrical power while connected to mobile power unit (mpu), but neither the controller or the mpu alarmed. A review of the log file revealed the controller did not capture any type of alarms on the mpu or any unusual events. The patient claimed that the green pump light was on but the other lights were not. The last 6 alarms on the controller history were all low voltage on (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023.